Event description:
The customer reported that the pacing was not working on the device and says hardware is uninstalled. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.